Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, high, out of range, hv lead impedance was observed. Upon reviewing the session records, a steady increase in impedance since implant was noted. High impedance due to some pocket issue was suspected. Dft testing and programming changes were suggested. Patient will continue to be monitored. No further information was available.